Manufacturer narrative:
The field service engineer (fse) went onsite and confirmed the issue. The fse discovered that all the ascension sites were affected by a cyber-attack. According to the fse, this is not related to philips, as it's a hospital it issue. It had shut down a lot of their servers, one of which is the dhcp. Dhcp servers hand out ip addresses so that monitors can connect to the central. The fse worked with the network engineer to put a dhcp server onto the router/switches until the hospital it resolves the cyber-attack issue. Based on the information available and the testing conducted, the cause of the reported problem was that the hospital it shutdown of the dhcp server. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the patient information center ix indicating that all hosts in every sector have the no data monitoring inop. The device was in use on patient at time of event, there was no adverse event reported.